Event description:
Tip protector on device did not protrude over point as on previous products and dislodged in patient because it was not removed prior to insertion. Mfg. Stated awareness of quality of product and that after remainder of product was sold new packaging would occurdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: inadequate quality assurance, manufacturing, telemetry failure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. The device was destroyed/disposed of.